Event description:
It was reported that there was a lead revision scheduled on the day of this report due to ¿bad¿ impedances. It was noted that the health care provider (hcp) planned to do an intra-operative impedance test on the lead and extension. Four days later, it was reported that the lead had been tested intra-operatively using a multi-lead trialing cable (mltc) and external neurostimulator (ens) and all impedances were normal. The hcp replaced the extensions and the implantable neurostimulator (ins). Impedances were then tested and found to be normal. The reporter stated that the patient was getting satisfactory stimulation in recovery.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v009471, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension. (B)(4).